Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2009-00701.

Event description:
Approximately four years after two stents placed in the coronary artery, the patient returned to the hospital with an acute myocardial infarction (ami). Thrombus was found in the stents. The physician stated that the possible cause of the thrombotic event was under-dilation of the cypher stents. The target lesion was the proximal mid left anterior descending (lad) artery. The vessel was a de novo, calcified, flexed and chronic total occlusion lesion. Aha/acc classification of the vessel was a type c. The lesion length was 25mm and vessel diameter was 3.0mm. The index procedure was performed in 2005. The procedure was an elective case. Pre-dilation was conducted with a balloon (1.5/20mm) at 12atm for two seconds. The first cypher (2.5/28mm) stent was implanted at 20atm for 8 seconds. And then a second cypher (3.0/28mm) was implanted at 8 atm for 30 seconds proximal to the first cypher, overlapping it. Post-dilation was conducted with a balloon (3.0/10mm) at 22 atm for 3 seconds. Coronary angiography (cag) was conducted, but ivus was 0 and 3 after the procedure. Act was not measured. Approximately four years later the patient was emergently hospitalized due to ami. Cag was conducted and thrombus was observed inside the two implanted cypher stents and distally. It was noted that the patient stopped taking aspirin and ticlopidine hydrochloride the day of the event due to thrombocytopenia by the physician. To treat the thrombus, aspiration was conducted. After the thrombus was observed, aspirin and clopidogrel sulfate was administered. A bare-metal stent (vision 2.5/13mm) was additionally implanted inside the cypher stents. One month later, the patient was discharged from the hospital.